Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working when it was put in the water. Customer's blood glucose was 3.6 mmol/l. Customer stated that they entered the swimming pool and the pump stopped working at some point during their swim. Customer was in the pool for about 30 minutes and there was water in the battery compartment. Customer stated there was also a crack on the battery compartment. Customer was advised that a replacement will be sent out.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump had a cracked case (battery tube), stained serial number label and minor scratches on lcd window.